Event description:
Patient who was revised to rod and pangea screws at l4-l5 on (B)(6) 2012 was returned to operating room on (B)(6) 2012 to redirect the right l4 screw. Originally screw was placed laterally in the pedicle and vertebral body. Screw, nut, and collar were removed and a new screw, nut, and collar were implanted. Surgeon directed screw on a more medial trajectory.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.